Event description:
It was reported by the patient that they were implanted with a new implant the day before in (B)(6) 2024 and when they got up the next morning to go to the bathroom, they fell, and their legs would not work or walk. They wanted to synch their patient programmer (pp) to their left ins. The patient confirmed that there was a bandage but did not see any swelling around the incision site. Pss reviewed that there may be extra fluid around the pocket site as it was healing, making it difficult for the patient programmer to connect to the ins. During the call, the patient could connect to the implant on the other side (right) and confirmed that the ins was on. Pss had the caller remove the pp batteries and attempt to connect again to the ins. The caller was able to connect and stated that the ins was off. The patient confirmed that they could to turn the ins on. The troubleshooting steps that were taken on the call resolved the issue. Later, the patient called back and stated trying again to synch the pp with their left ins but described seeing the 'poor communication' screen. Pss reviewed that the patient was just implanted the day before and bandage or swelling could interf ere. The patient wanted to make sure the ins was on. Pss reviewed they could contact their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.